Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. As the device was not returned for evaluation, visual, functional, and dimensional inspections could not be performed. Therefore, the reported issue could not be confirmed. Typically, broken blades occur as a result of the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The instructions for use (IFU) states: "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿ the reported event is not occurring more frequently or with greater severity than is usual for the device. Product surveillance will continue to monitor complaints of this type for adverse trends. Device not returned.

Event description:
It was reported that the metal tip of the harmonic scalpel broke off. There was no patient injury, medical intervention, or adverse consequences as a result of this event. The procedure was not delayed.